Manufacturer narrative:
The investigation for the reported issue has been completed. Leaking was observed from the sidearm reservoir during reproduction testing. The leaking originated from a puncture hole in the blue diaphragm of the reservoir. No other damage or abnormalities were found. Therefore, it was determined that the cause of the purge leak was use-related sidearm reservoir damage. As noted in the impella IFU: impella cp with smart assist system section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support. The complainant reported a purge leak from the pressure disc. The pump was removed and replaced with no reported harm to the patient.